Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. The battery pins in the device were replaced as the pins were tarnished. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during testing. There was no patient use associated with the reported event.